Manufacturer narrative:
Based on the claim against the product by the customer noting non-recoverable fault an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer contacted the clinical territory associate who stated the customer was able to remove debris from the patient side cart and find a replacement fiber cable from a neighboring facility. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The root cause of the alleged non-recoverable fault cannot be determined based on the information provided and phone support details. The phone support details did not reveal any issues related to the customer reported event. This complaint is considered a reportable event due to the following conclusion: the customer converted to laparoscopic after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the clinical territory associate (cta) informed the technical support engineer (tse) that the customer broke the blue fiber cable on the da vinci system as they were going to dock. The cta stated that part of the metal was broken off in the patient side cart (psc). The tse recommended that the cta use a tweezer to remove the broken metal ring. The cta stated they were able to remove the metal ring. The cta then ended the call to look for a blue fiber cable. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.